Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the implantable cardioverter defibrillator was found to be in backup operation. The patient was brought into the clinic for device interrogation. The device was reprogramed back to normal settings. The patient was in stable condition.